Event description:
The customer reported an unexpected shutdown with this device. There was no negative pt impact reported.

Manufacturer narrative:
(B)(4). The customer reported an unexpected shutdown with this device. There was no negative pt impact reported. The device was evaluated at the philips repair bench and the failure was verified and further clarified as the device was rebooting. Replacing the processor pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.